Event description:
The customer alleged questionable results for urea/bun (bun) on 2 patient samples. The data for one of the patient samples was discrepant. The initial bun was 40 mg/dl, accompanied by a data flag, and was reported outside the laboratory. The repeat result was 19 mg/dl, which was released as a corrected report. There was no adverse event. The bun reagent lot number was (B)(4) with an expiration date of 07/31/2012. The customer stated he has noticed droplets of water on top of the cells. He stated the cells were replaced the previous week and he replaced the cell rinse nozzle that removes the raw waste. The field service representative was unable to determine the cause of the event. The customer suspects their sample tubes may be at fault. The customer performed precision testing, which met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.